Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 350cc breast implant and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/07/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The due date for the previous report was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).